Manufacturer narrative:
Event date was (B)(6) 2018, reported as 5 weeks ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an infection manifested by cloudy pd effluent. The cause of the event was not reported. At the time of symptom onset, the patient was treated with vancomycin and gentamycin intraperitoneally and was sent home. Ten days later, extraneal was discontinued and treatment with vancomyci and gentamycin was ongoing. On an unreported date in the following month after onset and after the course of antibiotics was completed, the infection was still ongoing and the patient presented with weight loss, dehydration and loss of appetite. The patient was hospitalized for one day and was started on another course of intraperitoneal vancomycin and gentamycin and oral ciprofloxacin. On an unreported date, extraneal therapy was resumed. At the time of this report the patient outcome was not reported. No additional information is available.